Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16: using the pod 5 / page 42: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that after wearing the pod between 4 and 24 hours his site was irritated and infected due to an adhesive issue where the cannula moved and went through a nearby part of the skin. This occurred multiple times; on (B)(6) 2018 ((B)(6)), (B)(6) 2018 ((B)(6)), (B)(6) 2018 ((B)(6)), and again on (B)(6) 2018 ((B)(6)). His blood glucose (bg) levels would sometimes reach 18 mmol/l (324 mg/dl) but the patient could not provide specific bg levels for every pod. The patient could not remember where he wore the pod, it was either on his arm or stomach. Antibiotics were provided by his diabetic nurse for the site infections.